Event description:
Additional information received reported that the patient had scheduled an appointment to be seen by the doctor who replaced the battery in august. At this time, the patient had no stimulation coverage and the manufacturer representative was unable to resolve the issue. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 74001, lot# n475473, serial# implanted: (B)(6) 2014, product type: adapter. Product ID: 7425, serial# (B)(4) implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7496-66, serial# (B)(4) implanted: (B)(6) 1995, product type: extension. Product ID: 7434-e, serial# (B)(4) implanted: (B)(6) 1999, product type: programmer, patient. Product ID: 3986, serial# (B)(4) implanted: (B)(6) 1995, product type: lead. Product ID: 7434a, lot# serial# (B)(4), product type: programmer, patient. Product ID: 7496-66, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 3986, serial# (B)(4), implanted: (B)(6) 1995, product type: lead. (B)(4).

Event description:
It was reported that the caller met the patient (B)(6) 2014 but also saw the patient ¿many months ago.¿ since the previous session the patient had a battery replaced. In august the clinician replaced the battery but not the lead. Now, in october, the patient could not feel stimulation. For the first four weeks following replacement the patient could feel stimulation but now not at all. Reprogramming was attempted but it did not help and was not successful. When the caller previously met with the patient she discovered that the #1 electrode of a four contact lead had ¿not been working.¿ at that time, it was reprogrammed around and the patient could feel stimulation but only at 9.0v range. The patient was at an amplitude of 8 or 9v and #1 was still >10,000 ohms. The others were at 700 ohms. It was known that it was not the pocket adapter because that was only added this time with the procedure. The patient mentioned he could feel a jolting sensation every once in a while. It was mentioned that the patient was in a wheelchair. The caller would discuss surgical replacement with the physician. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2014-12186 regarding the patient¿s previous implantable neurostimulator (ins).

Event description:
Additional information received reported that the patient was having trouble getting a hold of the doctor.